Event description:
Beckman coulter receiving warehouse reported of a leak from the synchron systems multi calibrator. The leaking containers were identified by a warehouse personnel who stated that the product had arrived at the facility damaged and leaking. Investigation revealed that the cartridge was damaged resulting in the leak. No one was exposed to the leak or injured as a result. The cartridge was damaged prior to use and there were no erroneous results generated or change to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4).